Event description:
Note: the procedure date is unk. A wallstent rx biliary endoprosthesis was used during a stent placement procedure. According to the complainant, "during the procedure, the physician noticed that the prosthesis exceeded the size specs, and blocked off the biliary duct. After withdrawal, the prosthesis was measured and found to be 11cm in length instead of 10 cm. A prosthesis of 8 cm (manufacturer unk) was successfully implanted." No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has been returned, but an eval is not complete; the reported incorrect stent size has not been confirmed. A search of the complaint database revealed one other complaint reported for this lot, for an unrelated failure mode (stent wires protruding the outer sheath). The march 2008 15-month rx biliary stent procedure family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.